Event description:
Following a catheterization procedure, an angio-seal device was placed. Approximately eight hours following deployment, the pt became hypotensive. The pt was taken to surgery, where a vascular tear was found at the arteriotomy site. As of 04/10/1998 there has been no further report of complication or pt sequelae made to the MFR.